Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dielectric strength is inadequate. A root cause could not be identified. Based on the results of the investigation, picture disappears due to video cable is broken while dielectric strength is inadequate due to outer tube is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope¿s picture disappeared. There were no reports of patient harm.